Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a highest cgm reading of 350 mg/dl, later decreasing to 281 mg/dl, following a recent supply change and a meal; the user noted the pump was delivering multiple correction doses and planned a site change to the abdomen infusion set when able. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no emergency treatment, and no alarms or alerts reported. Investigation included user counseling on potential infusion site or set performance and guidance to perform a site change if concerned. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with potential contribution from infusion site performance or recent supply change and meal timing, and no device alerts to indicate a malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.